Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3778-45, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and occipital neuralgia. It was reported that the patient was in pain and noticed that the wires in the neck were budging out. It was specified that the pain was the patient's head hurting. It was noted that the patient did not have a healthcare professional. Additional information was received from a healthcare professional. It was reported that the patient was at the emergency room in uganda. The patient said they bent forward and felt something move or go out of place. The patient reported having occipital nerve leads and that the lead moved. The patient now had pain in the neck going down to the hip. The emergency room doctor was to manage the patient's pain until they could see a doctor who could resolve the device issue. It was noted that this was a sudden change in therapy/symptoms that occurred after bending forward. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient stated having intense pain and feeling like the leads moved. The patient called the rep to ask for guidance. There were no falls reported, and the patient's spinal cord stimulation has been off for more than two years. The patient went to the hospital in uganda and had blood work done. The patient had an infection. X-rays were also done of the leads. Photographs of the x-rays were provided. The rep instructed the patient to call the manufacturer to see where the closest rep to uganda was located. The issue was not resolved as of (B)(6) 2018. The patient was on antibiotics to clear the infection. The rep told the patient that they could have the stimulator removed if it was causing pain and the patient attributed their pain to the infection, not the device. It was noted that the patient did not want to have surgery; no surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) reporting that the infection was on the patient¿s scalp, unknown which side. There was no obvious drainage. The doctor needed instructions on how to explant the device.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported that the patient was living in (B)(6) last year and they had the ins and leads removed because of an infection along the leads. No further complications were reported/anticipated.